Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. High impedance was noted on both the superior vena cava (svc) and right ventricular (rv) coils. The lead was initially programmed off, then later it was explanted and replaced. No patient complications have been reported as a result of this event.